Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a lamp did not work before a procedure. There was no patient involved.

Manufacturer narrative:
Additional information provided a xenon lamp was received and a visual assessment of the returned sample revealed no obvious nonconformity. The lamp was installed into a calibrated company system for functional testing and found to meet specifications. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).